Manufacturer narrative:
The medical team reported that they believed this event to be related to both the device and patient condition. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors include the patient's recent ongoing driveline infection, body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Device remains implanted.

Event description:
It was reported by the clinical study database that this patient was admitted to the hospital with persistent sweats cultures taken were negative for growth. Transplant was consulted and recommended two weeks of intravenous (IV) antibiotics before returning to oral doxycycline. Blood cultures were negative and patient was hemodynamically stable throughout admission. He was "on (B)(6) 2013" with driveline infection still unresolved.